Manufacturer narrative:
Product event summary: the controller was not returned for evaluation. A review of the controller's event file revealed three controller power-ups events on (B)(6) 2019, at 20:13:12, 23:39:37 and 23:47:47. The controller was without power for 17 seconds, 16 seconds and 50 seconds, respectively. Prior to the first loss of power at 20:13:12, the data point recorded at 20:09:05 revealed that the controller was connected to only a battery on power port one and that no power source was connected to power port two; the data file did reveal that another battery was at some point in time connected to power port two during the preceding 15-minute interval. Furthermore, the controller also recorded that the batteries had experienced a power switching event within the same 15-minute interval. The data point after the first loss of power revealed that the controller was connected to a battery on power port one and an adapter on power port two, possibly indicating that the patient was exchanging a power source during the first loss of power. There is no evidence that the lubrication servicing was performed on the reported controller or the batteries involved in the power switching e vent. The most likely root cause of the observed power switching event can be attributed to momentary disconnections between the controller and batteries. An internal investigation evaluated momentary disconnections. Based on the available information, the reported loss of power was confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller was removed from service.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicated that the controller was removed from service. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were losses of power to the controller. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller passed visual and functional testing. A review of the controller's event file revealed three controller power-ups events on 21-jun-2019, at 20:13:12, 23:39:37 and 23:47:47. The controller was without power for 17 seconds, 16 seconds and 50 seconds, respectively. Prior to the first loss of power at 20:13:12, the data point recorded at 20:09:05 revealed that the controller was connected to only a battery on power port one and that no power source was connected to power port two; the data file did reveal that a battery was at some point in time connected to power port two during the preceding 15-minute interval. Furthermore, the controller also recorded that the batteries had experienced a power switching event within the same 15-minute interval. The data point after the first loss of power revealed that the controller was connected to a battery on power port one and an adapter on power port two, possibly indicating that the patient was exchanging a power source during the first loss of power. There is no evidence that the lubrication servicing was performed on the reported controller or the batteries involved in the power switching event. The most likely root cause of the observed power sw itching event can be attributed to momentary disconnections between the controller and batteries. Based on the available information, the reported loss of power was confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation evaluated momentary d isconnections. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.